Event description:
It was reported that, "opus screw was placed into pt and did not take. Screw was pulled and later looked at and was observed by dr (B)(6) and reps (B)(4) and (B)(4) on bad thread issue."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.